Event description:
It has been reported to philips that the allura system geometry was unavailable. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the geometry did not work. Troubleshooting actions showed that there was a faulty contact on the pedestel connector panel. The fse replaced the geometry module and the pedestel connector panel and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry was not available in the system. Review of the system log file showed that geo tso defective. Upon further inspection, the fse found that the geo control module ort and pedestal electronics board was defective. The fse replaced the geo control module ort and pedestal electronics board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.